Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 202 mg/dl then climbed to the 600 mg/dl range. The customer had suspended the insulin pump and treated with manual injection. Customer stated that the tubing was caught on her clothing and was accidentally pulled out of the site. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.